Event description:
The customer obtained a single, non-reproducible falsely elevated vitros tropl es result on a pt sample processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported and a corrected report was issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the sample in question was the third in a set of four serial draws from this pt. All four pt samples were processed using the same vitros tropl es reagent pack. The investigation found no evidence to suggest that either the vitros eci or vitros tropl es reagent malfunctioned. Quality control was acceptable at the time of the event and no issues were identified with sample handling protocols. The root cause of this event is unk.